Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be involved in the patient experiencing muscle/pocket stimulation. This lead was found dislodged. A revision procedure was performed wherein physician successfully explanted and replaced this lead. System follow up was increased. No additional adverse patient effects were reported.